Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of under 40 mg/dl at the time of the incident. The customer was at 80 to 90 mg/dl before their flight, ate, under bolused for the meal, and went low by the time they got off the plane. The customer was at 125 mg/dl at the time of the call. The customer used glucose tablets and juice to treat. The customer experienced symptoms such as not feeling good. The customer was wearing the insulin pump during the incident. The customer was using pump auto mode at the time of the incident, and believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had another low incident on a plane on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).